Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started falling a great dead and that they went to the store the day prior to the report which was a mile away and their leg hurt so badly they were limping. The patient was not sure if the ins was still working. The patient was unable to interrogate the ins because the patient programmer would not power up. The patient noted that they would call back to do further troubleshooting. No further complications were reported.